Manufacturer narrative:
Updated: describe event or problem and patient codes. Corrected: relevant tests/lab data device code corrected from (B)(4).

Event description:
It was further reported that during the index procedure, pre-dilatation was performed in the left main coronary artery. As per death certificate, the immediate cause of death was "coronary artery disease" and the sequential contributing cause of death was "congestive heart failure". Also, adjudication indicates stent thrombosis occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that patient died at home due to coronary artery disease.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2016-11717. (B)(6) study. It was reported that the patient died. In (B)(6) 2012, the patient was presented with stable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion #1 was an in-stent restenosis (isr) of a drug-eluting stent (des) located in the distal saphenous vein graft (svg) to 2nd obtuse marginal (om) with 90% stenosis and was 10mm long with a reference vessel diameter of 3.0mm. The target lesion #1 was treated with direct stent placement using a 3.00mmx16 mm promus element plus stent, with 0% residual stenosis. The target lesion #2 was an isr of des located in the left main coronary artery (lmca) with 70% stenosis and 25mm long with a reference diameter of 2.5mm. The target lesion # 2 was treated with direct stent placement using a 2.50mmx28 mm promus element plus stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2016, the patient died with unknown cause.